Manufacturer narrative:
(B)(4). Device evaluation: rupture condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a non-footed position additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which the reservoir ruptured during filling. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.